Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder was cutting but not sealing. There was a large amount of blood loss (approximately 3000cc). They had to open the leg to harvest the vein and use clips to complete the procedure. The hospital did not report any additional pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).